Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test and self test. The insulin pump was received with stripped battery cap coin slot noted. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's father reported via phone call that the insulin pump buttons were hard to press and they get stuck when entering carbs. The customer¿s blood glucose level was unknown at the time of the incident. Customer's father was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided in section "date received by manufacturer" with the initial report was incorrect. The correct date is february 12th, 2019.